Event description:
It was reported that the wound at the head lead site was infected. It was recommended to communicate with the doctor for follow-up treatment. It is unknown if the issue has been resolved at the time of this report.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable.references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 338940 (lot: b0718291k); product type: 0200-lead; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is unknown if the patient was hospitalized or what actions/interventions were taken to resolve the infection.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient was advised to contact their doctor about follow-up care. It is unknown if the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 338940, lot# b0718291k, product type lead d10: the implant date for the lead 338940 (lot number b0718291k) is unknown, and does not have a known date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.